Event description:
It was reported that a spectrum pump would power off on its own. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not power off on its own. The event history log (ehl) review was performed and revealed that the customer experienced events of ¿improper shutdown!¿. An ¿improper shutdown!¿ message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'randomly powers off, on its own' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.